Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the connector pin was loose. The patient also reported that the recharger wasn't working. Additional information was received from the patient on (B)(6) 2017. The patient reported that he had not received a replacement desktop charger yet and the connector pin was broken. The patient reported that he was in pain because he was not able to charge. No further complications were reported.